Manufacturer narrative:
The technician found the brake bearings were broken and the casters were worn and rusted which prevented the casters from engaging into brake. The technician replaced the bearings and casters to repair the stretcher.

Event description:
Information received indicates the foot end brake/steer casters are not engaging into brake.